Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-2776.

Manufacturer narrative:
Should be: serious injurywas: malfunctionbsc reference: a00075682 / 499837

Manufacturer narrative:
The complaint sample has not been returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.

Event description:
It was reported to boston scientific corporation in 2007 that an injection gold probe bipolar catheter was used during a procedure the same day. (Patient gender, age and weight unknown) according to the complaint, the tip after the gold portion broke off. The tip was extracted through the scope. The case was completed with another device. There was no serious injury reported as a result of this event.